Event description:
Customer reported results were "up & down", however no values were provided. Paramedics were called and tested glucose. Paramedics result was different, however no values were provided. Customer was taken to hosp and give medication for condition different from diabetes. Customer remained in the hosp to adjust medications. Controls were in range. A request was made for return product and replacement product was sent.